Event description:
It was reported to ge that while moving the hanger, the wheels came out of the ceiling track so that it was only being supported from one set of wheels. There are two sets of wheels so that the hanger was not in imminent threat of falling. There is a set of hardware at each end of the track that is supposed to keep the wheels in the track. The hardware to retain the wheels was missing and has been replaced.